Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's right atrial (ra) lead had revealed over-sensing of noise resulting in inappropriate automatic mode switch. The malfunctions were reproducible with isometrics. Fluoroscopy performed on (B)(6) 2021 confirmed no ra lead damage or abnormalities. Corrective programming changes were made until the ra lead could be revised. The ra lead was capped and replaced on (B)(6) 2021. Visual examination in the device pocket confirmed no ra lead damage or abnormalities the patient was stable throughout.